Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no power malfunction and connecting issue with tc201. It was furthermore indicated that this issue was identified prior medical procedure, the procedure was completed successfully and there were no adverse consequences for the patient, but the surgery was delayed by more than 60 minutes. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the customers failure description "reported no power" could not be finally confirmed by the investigator due to missing product and information. Most probable root cause is a misfunction of the power supply due to an old hardware version. With this old hardware version, the startup of the unit could be prevented by a sequence the control unit tc201 is processing. Due to the age of the product and the fact the product of this report has not been repaired since its market introduction in 2017, it is assumed that the old power supply is assembled in this unit. The event is filed under internal karl storz complaint ID: (B)(4).